Manufacturer narrative:
Related patient identifiers: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the 4k uhd lcd monitor had no image. The issue was observed over a period of time over multiple therapeutic and diagnostic gastroscopy & conoloscopy procedures. The procedures were completed with the same device and with some delay due to poor vision with the patient under sedation. There were no reports of patient harm.

Manufacturer narrative:
Corrected field: h6.1 has been corrected from component code 841-imager to 416-display since the subject device being reported is a high-definition lcd monitor. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, the device has not been returned to the repair dept. However, it is possible that the phenomenon ¿tissue on the defective image cannot be distinguished clearly¿ occurred. Therefore, it may be presumed that the delay of the procedure occurred due to that tissue on the defective image cannot be distinguished however, a definitive root cause for the reported malfunction could not be established. Olympus will continue to monitor field performance for this device.